Event description:
Pt called alleging that parts of the display were missing on the one touch ultra meter. Customer service was unable to resolve the issue and sent pt a new meter. Pt reported blood glucose results of 160mg/dl and 80mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.